Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 9 7754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. Seven days after implant the patient had a ¿real bad cold and cough with mucus¿ and they developed bronchitis for 8-10 days. The patient thought the tube down their throat during the implant procedure caused the irritation and the cough. The patient¿s coughing caused at least one of their ribs to fracture and when they coughed they would feel an extra shock. The patient had turned stimulation off at that time. The patient was feeling better on the day of this report and they thought the implantable neurostimulator (ins) should be charged up as it had not been used. When the patient turned the ins on the ins was pulsating and stimulating down the patient¿s leg, but when they turned the ins off again they felt okay. The patient had contacted a manufacturing representative and they were waiting to hear from them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.